Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right ventricular - rv lead exhibited high defibrillation impedance. During the procedure, it was found the rv lead had externalized conductors. While attempting the explant the lead, the patient experienced perforation and pericardial effusion. The rv lead remained implanted. The patient was intubated and unstable.